Event description:
Pt had med comp pheresis catheter placed on (B)(6) 2014 (8 french, 18cm). On (B)(6) 2014 catheter started to leak at the hub and it was determined that there was a crack and felt to be a defect from the manufacturer. Med comp rep to bring a repair kit.